Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 63 alarms or battery failed alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump alarmed hardware low level failure alarm. Assisted with performing a self test and customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.